Manufacturer narrative:
H3) the bi71000577 was returned to the manufacturer for evaluation. After functional testing; performance testing;visual/physical examination the reported issue was not confirmed (no fault found). Findings and conclusions: unable to confirm reported complaint, "stuck in initializing." Install supply board into test system c1396. The system booted and readied on each power up. Multiple 2d and 3d images were successful. No fault found while under test. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and found generator was disabled or not ready with error. Found low voltage and appropriate voltage was not present. As per special troubleshooting manual. Replaced supply board as per user manual guidelines. Cleaned connectors and readjusted the voltage. Generator got enabled and measured all the voltages. Ran a system checkout as per user manual guidelines and checklist. Logs attached for reference. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000577, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for procedure. It was reported that the system was stuck in initializing and radiation was disabled. In troubleshooting, rebooted for three times and unresolved, stuck there for 30 mins. There was no patient present during the event.